Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level..

Event description:
Procedure performed: unknown. Event description: the transparent fragments were found on the patient's skin. Report from the sales rep: the transparent fragments were attached to the patient's skin surface after the procedure. The fragments have been discarded. The case was completed without the new one. It was unknown whether it was a robotic surgery. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. The medial side of the cannula was scratched. The unit will be returned to amr for further evaluation. Intervention: the fragments were found and discarded after the case was completed. Patient status: no report of patient injury.

Event description:
Procedure performed: unknown. Event description: the transparent fragments were found on the patient's skin. Report from the sales rep; the transparent fragments were attached to the patient's skin surface after the procedure. The fragments have been discarded. The case was completed without the new one. It was unknown whether it was a robotic surgery. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. The medial side of the cannula was scratched. The unit will be returned to amr for further evaluation. Intervention: the fragments were found and discarded after the case was completed. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.